Event description:
The reporter contacted animas on (B)(6) 2013, reporting bolus in the pump history that were not programmed by the patient resulting in a low blood glucose of 9 mmol/l with disorientation and fainting. The reporter indicated that they did not use the advanced bolus features and only used normal boluses using manual calculations. The reporter indicated that there were three boluses from (B)(6) 2013, for 0.30 units, 3.0 units, and 0.30 units. This report is made based on the allegation that the patient experienced symptoms of hypoglycemia related to the pump history indicating boluses that the patient reportedly did not program.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. A 1 unit per hour basal program was executed in the pump for a 24 hour period; no unprogrammed boluses were delivered or recorded in the pump history during the 24 hour duration period. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. A 29 hour flow accuracy test was executed; pump passed and was found to be delivering within the specified range. The complaint was not able to be duplicated during the investigation process.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.